Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced high blood glucose level of 594 mg/dl. The customer also experienced different blood glucose level ranging from 473 mg/dl. The customer stated that they were taking carbs. The customer did report symptoms as a result of high blood glucose level such as vomiting. Troubleshooting was declined for high blood glucose level. The customer stated that insulin pump had insulin flow blocked alarm. The insulin pump will not be returned for analysis.